Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that vasospasm occurred. In (B)(6) 2013, the patient presented due to shaking chills, fever and was diagnosed with utt. In the course of evaluation, the patient was found to have a significant cardiac enzyme leak. Subsequently, the patient was referred for cardiac catheterization. Target lesion #1 was a de novo located in the mid left anterior descending (lad) with 80% stenosis and was 8mm long with reference vessel diameter of 3.0mm. Target lesion #1 was treated with direct placement of 3.00x12mm promus element plus drug eluting study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo located in the 3rd obtuse marginal (om) with 60% stenosis and was 10mm long with reference vessel diameter of 2.5mm. Target lesion #2 was treated with direct placement of 2.50x12mm promus element plus drug eluting study stent with 0% residual stenosis. Post deployment of study stent a moderate amount of spasm was noted in proximal om which was treated with intracoronary nitroglycerin. The following day, the patient was discharged on clopidogrel and aspirin.